Event description:
The customer notified siemens on (B)(6) 2013 that the support plate and the ceiling handcontrol dropped down suddenly after the screws that fixed the support for the ceiling handcontrol had loosened over an eight years time span since installation. Reportedly, a technician sustained "light injuries" that did not require medical intervention. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' customer service engineer and the customer affixed the support plate for the ceiling hand control to the ceiling by replacing the screws that had loosened, and added four new holes and screws to make sure there is no rotation during use. There have been no other reports of the issue, and the system has been operational since the time of the reported incident.